Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the reservoir lip ring is falling off. The blood glucose was 176 mg/dl at the time of the incident. Customer reported that, the reservoir was still able to lock in place. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, cracked reservoir tube lip, cracked case at battery tube side and minor scratched lcd window.